Manufacturer narrative:
E1. Initial reporter address 1:(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device identified that the balloon had been inflated. The balloon of the device was visually examined, and no issues were noted. A visual examination identified that approximately 10mm of the proximal end of one of the blades was lifted distally from its pad. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the device could not cross the lesion. The 99% stenosed target lesion was located in the moderately tortuous and calcified upper arm. A 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the device was unable to cross the lesion. The procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure. However, device analysis revealed that the blade lifted.